Event description:
Pt reporting this pump sn: (B)(4), maintenance 04/13/2019 is malfunctioning when he presses prime. No medication comes out into tubing. He started noticing this, 2 days ago and has been using back-up pump in the meantime. Author counseled him that in the future he needs to call right away when pump is malfunctioning, but we will replace his pump with this shipment. Strength: 2.5mg/ml, dose or amount: 70nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2010 to current. Diagnosis or reason for use: pah.